Manufacturer narrative:
The pedi-padz (lot #2624) was returned to zoll medical japan for evaluation. The customer's report was duplicated and attributed to faulty eletrode pads. The customer was sent replacement pads. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during functional testing, the associated device prompted a "unit failed" message using these electrode pads. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Event description:
Complainant alleged that during functional testing, the associated defibrillator would not power up using these attached these electrode pads. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Justification for no UDI, this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.